Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that after a da vinci-assisted ventral hernia surgical procedure, monopolar curved scissors (mcs) instrument moved non-intuitively (left/right motion did not follow the surgeon¿s hand controls). The customer stated that there was no internal or external collision with the instrument during the procedure, and the instrument was inspected prior to use with no issue. The customer observed a worn cable of the instrument upon inspection after removing the instrument. The customer did not exchange the mcs instrument with another instrument since it was at the end of the procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument remained static and did not move left or right. Because it was at the end of the procedure, the surgeon used a laparoscopic scissors through the cannula to cut what needed.